Event description:
Account reports they have had a couple of pts per day that are low for calcium and repeat high when re-run. The incorrect results were not used to guide pt therapy. The field service rep was unable to confirm a malfunction of the system.